Event description:
Patient came in for routine gastric tube change. Under fluoroscopy, it was found that the distal pigtail tip was broken off. The physician used a snare to successfully retrieve the tip. A new drainage tube was then placed.